Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('abdominal pain (nagging pain in lower abdomen)') in a 33-year-old female patient who had essure (batch no. A78083) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced headache ("headache"). In (B)(6) 2013, the patient experienced memory impairment ("forgetfulness"), feeling abnormal ("fog-brain"), menorrhagia ("extreme menstruation (a lot of bleeding)"), dysmenorrhoea ("extreme menstruation (a lot of cramping)"), loss of libido ("loss of libido"), back pain ("backache (lower back)"), alopecia ("hair loss"), alopecia areata ("bald spots on head"), genital haemorrhage ("interim bleeding") and depressive symptom ("depression symptoms"). The patient was treated with antidepressants and surgery (essure removed via endoscopic surgery). Essure was removed on (B)(6) 2017. In (B)(6) 2016, the genital haemorrhage had resolved. On (B)(6) 2017, the back pain had resolved. On (B)(6) 2017, the abdominal pain lower had resolved. In (B)(6) 2017, the memory impairment and feeling abnormal had resolved. In (B)(6) 2017, the loss of libido had resolved. In (B)(6) 2017, the menorrhagia, dysmenorrhoea, alopecia, alopecia areata and depressive symptom had resolved. At the time of the report, the headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, alopecia areata, back pain, depressive symptom, dysmenorrhoea, feeling abnormal, genital haemorrhage, headache, loss of libido, memory impairment and menorrhagia to be related to essure. The reporter commented: consumer reported that she is still recovering, the death of her father in 2009 may explain the depression symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('abdominal pain (nagging pain in lower abdomen)') in a 33-year-old female patient who had essure (batch no. A78083) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced headache ("headache"). In (B)(6) 2013, the patient experienced memory impairment ("forgetfulness"), feeling abnormal ("fog-brain"), menorrhagia ("extreme menstruation (a lot of bleeding)"), dysmenorrhoea ("extreme menstruation (a lot of cramping)"), loss of libido ("loss of libido"), back pain ("backache (lower back)"), alopecia ("hair loss"), alopecia areata ("bald spots on head"), genital haemorrhage ("interim bleeding") and depressive symptom ("depression symptoms"). The patient was treated with antidepressants and surgery (essure removed via endoscopic surgery). Essure was removed on (B)(6) 2017. In (B)(6) 2016, the genital haemorrhage had resolved. On (B)(6) 2017, the back pain had resolved. On (B)(6) 2017, the abdominal pain lower had resolved. In (B)(6) 2017, the memory impairment and feeling abnormal had resolved. In (B)(6) 2017, the loss of libido had resolved. In (B)(6) 2017, the menorrhagia, dysmenorrhoea, alopecia, alopecia areata and depressive symptom had resolved. At the time of the report, the headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, alopecia areata, back pain, depressive symptom, dysmenorrhoea, feeling abnormal, genital haemorrhage, headache, loss of libido, memory impairment and menorrhagia to be related to essure. The reporter commented: consumer reported that she is still recovering, the death of her father in 2009 may explain the depression symptoms. Most recent follow-up information incorporated above includes: on 14-sep-2020: date of birth, medical history, indication of use, insertion date, removal date, lot number (a78083) and events headache, abdominal pain (nagging pain in lower abdomen), forgetfulness, fog-brain, extreme menstruation (a lot of bleeding, a lot of cramping), loss of libido, backache (lower back), hair loss, bald spots on head, interim bleeding, depression symptoms added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.